Manufacturer narrative:
The reported lot number, 0ml00000388, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient experienced bleeding, dyspareunia, mesh erosion, recurrent urinary tract infections and severe pain. According to the physician's office, as of a follow up medical appointment on (B)(6) 2013, the patient is doing much better. The patient still has occasional leakage upon coughing, and is improving further with minimal pain. All other information is unknown and unavailable.